Event description:
It was reported that prior to starting a da vinci si surgical procedure the schertel grasper instrument shaft was ripped. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the main tube insulation exhibited damage along the distal end. The insulation was found with several deep scratches. The marks were short in length and not axially aligned with the tube. The main tube also exhibited a damaged section with tube insulation removed. The material was missing. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.